Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating noise was later observed during in clinic testing. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was brought into clinic. Multiple measurements were taken and the out of range measurements could not be duplicated. No adverse patient effects were reported.

Manufacturer narrative:
The lead will continue to be monitored. A new rate/sense lead was being considered, however at this time a revision procedure has not been scheduled. Should additional information become available this report will be updated.